Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the tubing was kinking at the end of her infusion sets. They would have to change the infusion set 3 times before it would work. The customer also reported that the cannula was bent. The customer¿s blood glucose level during the first occurrence of the anomaly was 400 mg/dl. They treated with syringe, changed the infusion set, and gave herself a bolus from the insulin pump. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis. The infusion set will be returned for analysis.